Event description:
It was reported that a patient had high impedance on her vns device. The patient also reported that she was experiencing an increase in seizures. The physician referred the patient for surgery to correct the high impedance. No further relevant information has been received to date.

Event description:
Clarification was received through operative notes that the high impedance reported in this MFR. Report was a continuation of the high impedance reported in MFR. Report #1644487-2015-04145 as the lead with high impedance in that report was not explanted in 2015. Therefore, all further information regarding the high impedance of this lead will be reported in MFR. Report #1644487-2015-04145.

Manufacturer narrative:
Initial report inadvertently reported the incorrect implant date of the suspect device.

Event description:
The patient had full revision surgery due to high impedance. No further relevant information has been received to date.